Event description:
During insertion of implant, the surgeon broke off the stainless steel thread holding the implant to the insertion tool. The surgeon indicated he was trying to get the implant quite high above the rim and used force to get it into position. The surgeon did not have a backup device, so he left the implant in place with the stainless steel thread insert in the implant as well. This was the surgeon's first case with this product. He contacted coapt for information.

Manufacturer narrative:
Review of the batch record for this lot confirmed that the endotine transbleph 3.5 and the insertion tool were manufactured to design specification and passed all test requirements. The stainless steel thread insert in this product which is commonly used in surgical instruments. A letter has been sent to the physician advising him that the IFU for this product carefully discusses placement of the device and application of moderate, steady pressure to the insertion tool to seat the implant post in the anchoring hole. Additionally, the IFU contains a precautionary statement advising the physician that the insertion tool is not designed to provide torque and should not be used to twist an implant into position.